Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. However, inogen inc is not the manufacturer of the battery component of the device. Therefore, inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported while the patient visited the hospital, the patient's battery ran out. In turn, medical personnel provided a back up source of oxygen to no avail. Reportedly, the patient sats were at 64. As a result, the patient was put on oxygen and monitored until he got to 90. Later the same day, the patient was placed in the car for the drive home.